Manufacturer narrative:
Fracture of the implant base. The implant base broke, due to massive overloading. Which was caused by a very high torque. Dentist should have consulted instruction for use to prevent this from happen. On the day of explantation, another implant could placed successfully.

Event description:
Fracture of the implant base.